Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿reduced articular surface of one-piece cups: a cause of runaway wear and early failure¿ by william l. Griffin et al (18/may/2010) published in the association of bone and joint surgeons vol. 468: pp. 2328-2332was reviewed for MDR reportability. This article reviews the available articular surface arc for 33 one-piece metal cups which were donated to the research team from various manufacturers. Of the 33 cups donated, 1 explanted depuy 44 mm asr cup was studied following revision surgery. The authors determined that the asr had the smallest functional arc. The authors concluded that the smaller arc could result in edge loading resulting in elimination of fluid film lubrication and increased metal wear. This study did not identify the reason for the revision surgery, nor did it indicate that there was any damage to the explanted cup. Only the one-piece metal shell of the cup was part of the study adverse event(s) related to product(s): surgical intervention: adverse event without device or use failure.